Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 300 mg/dl and treated with bolus and injections. The user alleged the insulin pump was under delivering insulin due to her blood glucose was not going down. No harm requiring medical intervention was reported. The drive support cap was normal. The insulin pump will not be returned for analysis.